Event description:
The device was being used when a bolus of fentanyl was given to a terminal patient. Rate was not decreased. Patient was resuscitated, but later passed away. The pump was being used but was not at fault.

Manufacturer narrative:
The b. Braun device in use was not a factor in the user error which let to the incident; therefore, it was not returned for evaluation.